Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of another manufacturer¿s stent graft to treat a type ii endoleak. It was reported that post the index procedure there was a vascular complication. There was not adequate sealing of left common iliac artery. The patient had another manufacturer¿s stent graft implanted. An endovascular revision consisting in the implant of endurant contralateral limb was performed in order to resolve a type ii endoleak, however the type ii endoleak was not resolved and still persisted. Per the investigator, the event was related to the device and but not related to the procedure. No clinical sequelae were reported and no further information is available.